Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed due to a faulty latch. A field service engineer replaced one latch on the tower doors to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the tower door had failed, and there was no option to "recover storage space" when selected. The customer reported that the user was unable to remove the medications for the patient during this malfunction , resulting in delays to the patient care workflow. There were no adverse events or injuries reported based on this event.